Event description:
On (B)(4) 2012, the reporter, the patient's wife, contacted animas to report that for one year, the patient obtained the blood glucose readings of 45 mg/dl to 48 mg/dl during the night, and experienced symptoms; no specific symptoms were provided. The patient's wife 'treated' him for his hypoglycemic episodes, but no details were provided. The patient noted he had not contacted his hcp for assistance/advice regarding this nighttime hypoglycemia. The patient noted the pump's time was incorrect by almost two hours. However, no further troubleshooting could be done at the time of the call, due to an issue with the pump's display. The issue was not resolved. The patient allegedly suffered blood glucose levels suggesting severe hypoglycemia while using the pump. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Date of event: not provided.